Event description:
It was reported that a foreign object was found. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to view an unspecified target lesion. No issue was noted during pre- intravascular ultrasound (ivus). After performing post- ivus, a white foreign object was found on the y-connector of the imaging catheter. The procedure was then completed with another opticross¿. When checking the white object, it was then noted that half of the insert marker of an unspecified guide catheter has been missing. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).